Event description:
Consumer reports after injecting their pet, consumer attempted to reshield the needle. The needle came through the shield and consumer was stuck. Consumer went to the doctor for a tetanus shot.